Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material rupture can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. It is possible that the balloon material was damaged (scratched) from interactions with other devices and/or the patient anatomy such that upon inflation attempt, the balloon ruptured. Ultimately, return of the voyager may have aided the investigation in determining a cause for the experienced rupture. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that during a procedure of an acute myocardial infarct patient with concentric, de novo, thrombotic, 90% stenosis, right coronary artery lesion, a target vessel diameter 3.0 mm and the target vessel length 30 mm, predilatation was performed with the 3.0 x 20 mm rx voyager. During the first inflation at 6 atmosphere (atm) for 10 seconds the balloon ruptured. There was no reported adverse patient effect. A non-abbott balloon was used to complete the procedure. There was no additional information provided.